Event description:
It was reported that the customer was hospitalized for low blood glucose levels (44 mg/dl). The customer was treated with IV dextrose and spent 1 day in the hosp. According to the customer, she accidentally put 10 units/hr instead of 1 unit/hr as her basal rate.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.